Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (1000 mcg/ml at 250 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that the patient had drainage from the pump pocket. The event date was unknown. Cultures were ordered and came back negative for infection. On (B)(6) 2016 the pump was replaced and the pump pocket site was moved. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. There were no environmental, external, or patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.